Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on (B)(6) 2015 with the following findings: a 'loss of prime' warning, which was due to a zero-value low force reading and can be indicative of a force sensor issue, was observed in the black box data. The display screen visual was observed to be dim and discolored due to an unidentified display failure. The battery compartment was observed to be cracked from the threads to the case seal. The pump was exercised for 24 hours, during which no 'loss of prime' warnings were observed. The pump failed a force sensor calibration check due to a force sensor calibration reading below the lower specification limit. The pump case was removed, and the pump failed a force sensor resistance check. The force sensor was disassembled, and contamination was found on the inside of the force sensor housing; this device failure caused the force sensor failures. The vibration feature of the pump failed to function due to a vibration motor failure. A battery cap was not returned with the pump; a test battery cap was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, a dim/discolored display screen visual, an out of specification force sensor calibration reading, a failure of the vibration feature, an out of specification force sensor resistance reading, and contamination on the force sensor housing. This report is made based on results of investigation completed on (B)(6) 2015.